Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. The analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.